Manufacturer narrative:
Date received by MFR updated.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The device was advanced over a lunderquist wire through an 18fr gore® dryseal sheath. The sheath was retracted for deployment. The first stage of deployment was attempted but it did not deploy. The back-up deployment hatch was opened and attempts to deploy the system using the back-up lines were made. However the first stage of deployment could not be accomplished. The system was removed from the patient and a decision was made to re-schedule the procedure. There was no injury to the patient.

Manufacturer narrative:
Results code 2: 213: the engineering evaluation stated the following: the device evaluation showed the following: the 1st deployment knob was not returned. The backup access hatch has been removed and the constraining loop and lock pin are pulled out through the opening. The hatch was not returned. The 1st deployment line appears to have broken and is visible at the leading end of the un-deployed device. The two slip knots which normally unlace after the line loop in the deployment sequence, appear to be intact. The inspection revealed that one side of the line loop is still laced and tucked as it should be, under the sleeve 3rd double stitch. The single and double stitch sides of the sleeve were inspected and no abnormalities were noticed. Scanning electron microscopy imaging was performed. The observed smooth edge of the fep/eptfe overwrap appears to be consistent with that produced with a sharp cutting edge. The failure mode of the inner core is inconclusive. Based on the findings from this evaluation, the physician¿s observation that the endoprosthesis did not deploy when the initial deployment line was pulled was confirmed and is consistent with the observed broken deployment line. The break appears to be consistent with all or part of the fiber cross section being severed with a sharp cutting edge. The likely cause for the broken deployment line could not be determined with the currently available information.